Event description:
It was reported that the explant was associated with recovery of cardiac function. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the account reported that the patient was explanted on (B)(6) 2022 due to recovery of cardiac function. The patient outcome was not device or therapy related and the device had reportedly operated as intended. Heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was explanted on (B)(6) 2022. The reason for the explant was unknown and was not provided by customer. Whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Reporter postal office or zip code: (B)(6).